Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of pseudoaneurysm appears to be related to procedural conditions, as the steerable guide catheter is inserted into the anatomy at the groin access site incision. The reported patient effect of pseudoaneurysm, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is conservatively filed to report a pseudoaneurysm at the groin access site. It was reported that the mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing the mr to 1. There were no device issues during the procedure and no resistance was noted during use of the steerable guide catheter. One day post procedure, a pseudoaneurysm was noted at the groin access site. Thrombine injection was given for treatment. The patient was confirmed to be stable. No additional information was provided.